Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-jun-14 reporting that they had not used their device in 6 years. They could not get it to work for them and tried adjustments but it never worked. They gave up using it and quit charging. The device was dead but still implanted. 3 years ago the patient was diagnosed with vertigo and did not have good balance. It was noted that the patient had "found out about a new procedure" but this information was not clarified. No further complications were reported.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37092, lot # 271390001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead.

Event description:
It was reported that the patient had never had therapeutic effect. The patient was unsure at the time of the report if they wanted to try and use the device again. The patient had had their device reprogrammed several times and just never thought it helped. The patient turned down reprogramming and did not wish to do anything with the device at the time of the report. It had been a long time since the patient had used their device. The patient was undergoing some type of 2 times a week procedure and they had a while left before that was over so they wanted to see if that helped alleviate their symptoms. The patient was experiencing less than 50% therapy relief in their bilateral hips and legs. The patient asked about donating their programmer and recharger. The patient status at the time of the report was listed as alive with no injury. (B)(4). Additional information received from the consumer reported their device never worked for them. It was noted they had 4 back surgeries, and these surgeries were before implant. It was stated that their device had been off for 4 years. The patient was implanted for lumbar radiculopathy.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37092, lot# 271390001, implanted: (B)(6) 2011, product type: accessory; product ID: 37743, serial# (B)(4), product type: programmer; patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-08 reporting that they never got relief from the implant and they did not use it. The patient had vertigo and had an MRI of their head. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37092, lot# 271390001, implanted: (B)(6) 2011, product type: accessory; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) 2019-06-07. It was reported the patient has not charged ins in 5 years because she was never able to get benefit from scs device. Caller notes programming adjustments were made with no resolution. Overdischarge was suspected due to patient electing not to charge the ins. The patient believes they cannot remove the lead due to scar tissue. Reason for call was to discuss use of bed pad magnets. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-12-21 reporting that they had been asked by someone at the health care professional (hcp) office to call the patient and speak to the patient about an MRI. They discussed protocol for head only MRI and discussed several MRI centers that can scan using a transmit receive head coil. The patient still had no desire to use the device or have a physician mode recharge (pmr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.